Event description:
The pt reportedly had a fungal bacterial infection (etiology unknown). A tympanoplasty was performed. Two weeks later, the pt later reported facial nerve stimulation. Surgery to explant the patient's c1 device is to be scheduled.